Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a low pacing impedance. Oversensing was also noted. The patient was sent home with a magnet. Follow up with the physician indicated that the patient declined any further action at this time. The lead remains in use. No patient complications have been reported as a result of this event.